Event description:
It was reported that a 49-year-old hispanic/latino female patient underwent a primary breast augmentation surgery with a 325cc mentor smooth round moderate profile saline breast implant. Post-operatively, the patient had a massage and subsequently experienced a deflation of her left prosthesis, which was confirmed during a physical exam. As a result, the patient underwent removal and replacement with a 275cc mentor smooth round moderate profile saline breast implant on (B)(6), 2023.

Manufacturer narrative:
The device was returned to mentor for evaluation. Mentor completed a visual inspection and microscopic examination of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant was found to have a tear within a crease/fold on the posterior view, measuring approximately 0.2 cm. A microscopic examination was performed and no instrument damage was observed at the edges of the rupture. The evaluation determined that the cause of the deflation is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of saline-filled mammary prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 01, 2023, mentor became aware that information was inadvertently omitted from the initial report. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).